Manufacturer narrative:
Investigation visual inspection a deformation of the outer housing of the valve was observed through the visual inspection. The prosa valve housing was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at -0.070 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test a permeability test has indicated that the valve has a blockage. Adjustment test the valve was tested and is not adjustable throughout the normal range. Braking force and brake function test the brake functionality test has shown that the brake function is fully present. However, because the valve is not able to hold a set pressure, the brake force could not be measured. Computer controlled test to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. Because the valve is not permeable, the computer-controlled test is not possible. Results first, we performed a visual inspection of the prosa valve. A deformation of the outer casing of the valve was observed through the visual inspection. The deformation was confirmed with a measurement of the plan parallelity. Next, we tested the permeability, adjustability and opening pressure of the valve, as well as the brake functionality and brake force. The valve was not permeable nor adjustable to all settings. Furthermore, while the brake functionality was shown to be present, the brake force could not be measured due to the inability of the valve to hold a set pressure. Also, the opening pressure could not be investigated due to the non-permeability of the valve. Finally, we have dismantled the valve. Inside the valve, we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of under-drainage. Our tests did, however, indicate that the valve is both occluded and no longer fully adjustable. It is likely that the deposits observed inside the valve have caused the observed malfunctions. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the prosa valve could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Patient height: 78cm. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional to the company sales representative "3m po underdrain of valve."